Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-31624. It was reported the patient fell and later experienced issues with placing their scs system in MRI mode. Diagnostics confirmed multiple contacts on the lead showed low impedance. In turn, the patient underwent an exploratory surgery on (B)(6) 2020 wherein the ipg pocket was observed. During visual inspection, the physician suspected a lead pullout occurred and as a result the lead was disconnected and reconnected back to the ipg header. Reportedly, the issue resolved and effective therapy was established postoperatively.